Event description:
During a procedure in the or, cardiologist attempted to use perclose to close arteriotomy. It was unsuccessful and pt bled. Attempt was made to cover from the contralateral side the r femoral artery with a covered vioban stent which did not completely seal the bleeding and a larger stent was attempted to be placed. Unfortunately because of the tortuosity of the vessel, the stent graft deployed on the l side, in fact, was extending through the arteriotomy, not quite outside the pt. Pt was bleeding without pressure being held. Vascular surgeon called emergently to help stop bleeding and repair artery. A l common femoral endarterectomy with bovine pericardium patch closure was performed.